Event description:
It was reported that the lead was dislodged and repositioned in 2008. It dislodged again six days later. The lead was replaced due to high thresholds and multiple dislodgements.

Manufacturer narrative:
No medwatch form was received.